Event description:
(B)(4). It was reported that myocardial infarction (mi) and restenosis occurred. In (B)(6) 2012, the patient presented with intermittent mid-sternal chest pain which was diagnosed as non-st elevation myocardial infarction (nstemi). Patient's electrocardiogram (EKG) revealed mild st depression and anterolateral t-wave inversion and chest x-ray showed some right basilar scarring with no acute cardiopulmonary processes. Coronary angiography and the index procedure were performed on the following day. The target lesion was a de novo lesion located in the proximal left anterior descending (lad) artery with 90% stenosis and was 12 mm long with a reference vessel diameter of 2.75 mm. The lesion was then treated with direct stent placement using a 2.75 mm x 12 mm promus element¿ plus stent in an overlapping fashion with the proximal edge of previously placed unspecified stent. Following post-dilatation, residual stenosis was 0%. Post treatment, patient¿s cardiac enzymes were not withdrawn. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient was presented due to lumbar canal stenosis. On the following day, the patient was hospitalized and underwent surgical repair of transforaminal l3-4 and l4-5. Three days from admission, the patient was diagnosed with nstemi. Patient¿s cardiac enzyme levels were noted to be elevated (peak troponin= 1.430 ng/m l, uln= 0.590 ng/m l) and patient's ECG revealed sinus rhythm with premature ventricular complexes or fusion complexes. Subsequently, coronary angiography was performed and revealed 80% ostial stenosis in lad. The patient was then referred for coronary artery bypass graft (CABG), however, the intervention was postponed due to acute renal failure. Hydration was performed overnight for elevated renal function. Seven days from admission, the events (mi and lumber canal stenosis) were considered resolved and the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient was presented due to coronary artery disease. Subsequently, the patient underwent CABG x 3 vessels, including left internal mammary artery (lima) to lad, saphenous vein graft (svg) to 1st obtuse marginal (om) and svg to posterior descending artery (pda). Six days post procedure, the event was considered as resolved and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).